Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? --> unknown. Patient status/ outcome / consequences: no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. Device property of: none. Device in possession of: none. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a coronary procedure on an unknown date in 2019 and a suture was used. During surgery, the needle popped off suture. There were no adverse patient consequences reported. No device will be returned.